Manufacturer narrative:
Onsite investigation was preformed and it was determined that the uninterruptible power supply (ups) caused the reported event. Replacement of the ups resolved the issue. No further issues were reported. Replaced ups was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the mobile view station (mvs) did not boot up, the pendant displayed 'waiting for mvs communication'. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) #1 found that the reported event was related to an electrical issue. The ups did not power on with returned batteries. New batteries installed, charged for at least 6 hours , load test passed 7 min 6 sec. Batteries were recharged again at least 6 hours to complete battery replacement procedure. Ups powered on by itself when it was left idle for about 2 hours with continuous beep for more than 2 hours and could not power off by the power switched button. Batteries were removed to disengage it. The reported event was confirmed to be caused by an electrical malfunction with the ups. The hardware investigation of the returned uninterruptible power supply (ups) #2 also found that the reported event was related to an electrical issue. Ups did not power on with returned batteries. Batteries did not charge. New batteries were installed and charged at least 6 hours. Load test passed 7 min 20 sec. Batteries were recharged again at least 6 more hours to complete battery replacement procedure. Returned batteries did not hold charge. The reported event was confirmed to be caused by an electrical issue with the returned ups batteries.